Manufacturer narrative:
Operative notes mention a betadine scrub and irrigation of the wound prior to closure. Revision and I and d notes state that aspiration produced gram-positive cocci. The infection only presented itself 24 hours prior to revision, appearing as right hip pain and an associated fever. Single-use, sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the zimmer devices caused or contributed to the patient's infection. It is unknown if all that precautions have been abided to, such as receiving antibiotics prior to dental work. With the information provided, a definitive root cause cannot be determined. It is not suspected tha the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution ot the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to infection. The patient also underwent an irrigation and debridement on (B)(6) 2013.